Manufacturer narrative:
Reportedly, an x-ray was performed on (B)(6) 2015: no abnormality was detected at coil level, connection level or any other part of the lead. Physician decided to not perform a re-intervention.

Event description:
Reportedly, rv (right ventricular) coil impedance was unstable (three unexpected increases occurred between (B)(6) april 2015). The impedance of the rv coil on (B)(6) 2015 was high (around 1800 ohms); however this value was still within the expected interval (between 200 and 2000 ohms).

Event description:
Reportedly, rv (right ventricular) coil impedance was unstable (three unexpected increases occurred between (B)(6) 2015). The impedance of the rv coil on (B)(6) 2015 was high (around 1800 ohms); however this value was still within the expected interval (between 200 and 2000 ohms).

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, rv (right ventricular) coil impedance was unstable (three unexpected increases occurred between (B)(6) 2015 and (B)(6) 2015). The impedance of the rv coil on (B)(6) 2015 was high (around 1800 ohms); however this value was still within the expected interval (between 200 and 2000 ohms).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).